Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endotherapy aspiration needle sheath could not be adjusted and locked. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed. The root cause of the suggested phenomena was presumed to have occurred because the sheath adjuster knob was turned too far in the loosening direction, causing it to come off. Based on the investigation results, it was determined that escalation is unnecessary to further mitigate the risk. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the¿endotherapy aspiration needle sheath could not be adjusted and locked. ¿the issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.